Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event " cable water ingress and electrical contact corrosion" was caused due to component failure. However, a definitive root cause for the reportable event "foreign matter on the cable" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the camera head had foreign matter on the cable, evidence of cable water ingress, and electrical contact corrosion. There was no patient involvement.